Manufacturer narrative:
Philips service performed a manual startup and ordered a replacement part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to start automatically during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.